Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that she had high blood glucose and she boluses she sees the numbers going up, but she doesn't get the notification and is not getting the insulin that she needs. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.